Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Manufacturing documents were reviewed and no complaint related issues were found. Placeholder.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). A review of the device history records has been requested. The investigation of the contested medullary reamer heads showed that some parts do in fact exhibit traces of corrosion. The visible traces can be easily removed manually. Therefore we can clearly establish that this is an accumulation of contact corrosion. With regard to the development of rust, we can generally state that all materials, including so-called stainless steels, are only partly resistant to rust. They would only be resistant to rust if the material is dry and is stored with no contact to other metallic objects. All metallic contact under moist or wet conditions create electrolytic reactions with contact corrosion as a result. This is therefore a normal sign of wear.

Event description:
Reamer heads exhibit strong discoloration. This is 5 of 5 reports for event # (B)(4).